Manufacturer narrative:
Return requested. Replacement interface control board shipped to site 06/27/2016. No parts have been received by manufacturer for analysis. On 06/27/2016 a medtronic representative performed an imaging system check-out, all areas passed. Trouble-shooting performed interface control board replaced. Issue resolved . System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that a site's imaging system was not starting properly. Pendant shows the message generator not ready. No further details regarding the behavior were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The interface control board for the imaging system was returned to the manufacturer for evaluation. When installed in a known operational imaging system, the system would not ready and visual inspection found that no relays changed their states.